Manufacturer narrative:
Concomitant medical products: product ID 977c265 lot# serial# (B)(4), implanted: (B)(6) 2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 05-oct-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt said they had been having swelling, pain, heat, and muscle spasms around the ins, leads and into their hip (pt said they were having a lot of spasms in the hip where it was hurting and  pain under their bra strap where the leads were). Pt said they met with a rep for adjustments yesterday and that did not resolve the issue therefore, the rep redirected the pt to ps. Pt said it had been gradually getting worse over the last couple of months and said it feels like their tissue is infected or like the device was out of place. Pss redirected the pt to their hcp and emailed the reps for further assistance. Additional information was received from the manufacturer representative (rep) reporting that when they met with the patient they were getting good relief from their ins but there was an area under their bra strap that felt tight and they also complained that their battery was sticking out further than it previously had been (fearful of migration) and stated that their skin felt ¿hard¿. They stated that at the end of the day the area around the ins could become swollen and red. They lifted up theirshirt for the rep and their skin was not red or swollen. The rep also did not notice anything to be alarming or unusual. They stated that the patient had lost a lost of weight (50 pounds) due to increased activity since their implant (swimming and increased activity due to lifestyle improvement after stimulator placement). They also mentioned that they were supposed to have gotten an MRI a few months ago, but it was never scheduled. The rep clarified that the implant site was not red or swollen (no confirmation/indication of infection when asked) and that they did not see anything out of place. The cause of the swelling, pain, heating and muscle spasms at the ins site was not determined. The rep advised that the patient call their pain doctor and/or surgeon who implanted the device as well as patient services. The rep indicated that they had followed up with the patient on 2022-06-17 and they had stated that they called their surgeon who had implanted the device and were proceeding with an MRI as soon as possible and would proceed from there.